Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient received a low alert from her egv and it read 50 mg/dl. The patient uses tandem tslim in modified closed loop. She felt bad, nausea, her mouth was dry and always felt thirsty, she kept on urinating and she was having a bad headache. She did a finger stick and it showed high. She did not take any medication. She went to the emergency room (ER). The doctor did a bg test it was 1000 mg/dl while the egv was 65 mg/dl. The patient was provided with normal saline and insulin drip and basal insulin. She was taken to ICU. Other medications were given for different conditions. During the report, she was still in ICU but she felt better now. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because there are no calibrations to confirm the reported inaccuracy. No additional patient or event information is available.